Manufacturer narrative:
(B)(4) date sent: 2/24/2016. Concomitant medical products: information was not provided by the contact. Batch # (B)(4) additional information was requested and the following was obtained: just to confirm, was an articulating device (atw35) or a non-articulating (tsw35) device being used? Do you have a lot or batch number for the device? Was the device fully articulated during firing? What troubleshooting steps were used to attempt to open the device? Was the device difficult to close prior to firing? Was the device difficult to fire? Was the firing able to be completed before it would not open? Were there any unusual noises heard? Were any other disposables used in the area of the firing (clips, vessel loops, suture, etc.)? Stapler was normal in seating, articulation, and normal in its firing. Nothing noted or abnormal, to include sounds or feel in closing/firing. Appeared as if though it had fired appropriately. Pulmonary vessel tissue remaining in the stapler, as device needed to be cut out from the patient. During a video-assisted thoracoscopic surgery lobectomy procedure, the first firing of the device was fine. The second firing, with a white reload, the surgeon was firing across the pulmonary artery. He closed on the artery, fired, and the jaws would not open despite repeated attempts to open. The surgeon was able to clamp the pulmonary artery proximal to the device and transect the vessel between the clamp and jaws of the device. The surgeon maintained hemostasis with clamps and used suture to ligate the vessel. Blood loss was minimal and no blood products were necessary. The procedure remained thoracoscopic. The surgeon did not use this device after it would not open. It is not known if another device was necessary to complete the procedure. The procedure was completed with no harm to the patient. Surgeon noted that there were no issues when the device was closed or fired. Firing seemed successful, but then the device was unable to be opened. Stapler is still in the closed position. The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded in the device. The reload was received fully fired with staples and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video-assisted thoracoscopic surgery lobectomy procedure, the surgeon explained that he was using the stapler to take the pulmonary artery. He closed on the vessel, fired, but could not open the jaw. After repeated attempts, he clamped the artery patient side, and cut it. He removed the stapler, but it never opened. He suture ligated the vessel and the procedure was completed successfully. There were no patient consequences reported.